Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time the device records 30 manual power ups the majority of which occur on the date of installation and likely indicates the user was regularly power cycling the device. Later on the (B)(6) 2015 the device begins to record continuous ten minute manual power ons up to the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted and further pad-paks were installed. The returned pad-pak was inserted into the device. The device powered on then shutdown with a "warning memory full, low battery, device service required" prompt and a flashing red status led. Investigation found the reported fault can be attributed to membrane failure and q37 failure. The uncharacteristic measurements taken on q37 would confirm a failure of the component and account for the continuous ten minute manual power ups due to the device failing to power off. The fault could not be replicated upon replacement of the component. Q37 is an integral part of the on/off circuitry and its failure is likely related to the membrane failure. Furthermore measurements taken on the j11 connector along with the excess current drain measured would confirm a failure of the returned membrane. The fault could not be replicated with a known good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.